Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the failure investigation has been completed. No device received-log review only

Event description:
It was reported that an unknown medication over infused. According to the logs, the pump was programmed at 08:38:25 at a rate of 787.5 ml/hr with a volume to be infused of 1050 ml. The pump ran at this rate for approximately 26 minutes and infused 341.25 ml and left a volume to be infused of 707.464 ml the rate of the pump was changed at this time to 500ml/hour and ran for approximately 22 minutes, which should have added another 183.33 ml, and left a volume to be infused of 524.6ml. However, the staff indicated the pump was programmed 500 ml/hr which should have resulted in only 400 ml infusing at that time but the staff said that close to a total of 650-700ml was infused. A patient assessment was completed, and telemetry demonstrated normal sinus rhythm (nsr). Patient was transferred to ICU for closer monitoring during rest of the infusion. There was no indication of patient impact.

Manufacturer narrative:
Investigation conclusion: the report of a pump infusing at the wrong rate was not confirmed. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The device was being used for treatment. The mechanism assembly on pump module was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material. Device inspection: pump module s/n (B)(6) was received with instrument seal intact. Platen assembly , post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Root cause analysis: the root cause of the reported pump infusing at the wrong rate was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 20jan2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 30sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an unknown medication over infused. According to the logs, the pump was programmed at 08:38:25 at a rate of 787.5 ml/hr with a volume to be infused of 1050 ml. The pump ran at this rate for approximately 26 minutes and infused 341.25 ml and left a volume to be infused of 707.464 ml the rate of the pump was changed at this time to 500ml/hour and ran for approximately 22 minutes, which should have added another 183.33 ml, and left a volume to be infused of 524.6ml. However, the staff indicated the pump was programmed 500 ml/hr which should have resulted in only 400 ml infusing at that time but the staff said that close to a total of 650-700ml was infused. A patient assessment was completed, and telemetry demonstrated normal sinus rhythm (nsr). Patient was transferred to ICU for closer monitoring during rest of the infusion. There was no indication of patient impact.